Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 544248 and found that there was no visible damage at articulation sleeve area. The system error was reproduced during system test. The inter-connectivity test failed at thermistor net. Through destructive analysis, it was found a thermistor+/- traces crack and open on gastro flex #7 soldering area which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. The possible root cause was determined as gastro flex thermistor trace crack and open because of insufficient cable assembly and/or gastro flex reliability which is related to design. The corrective action for this issue was gastro flex thermistor trace width has been widened in the tolerance to reduce cracking through capa2017-11000337 since mar. 2017. This defective transducer is prior corrective action. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that during equipment testing and prior to the start of a cardiac surgery procedure, the transducer displayed a temperature monitoring usacquisitionhw_31 (3009498591-2017-00187) and power monitor fault usacquisitionhw_40 error messages when it was connected to the ultrasound system. The user attempted to change port and restart the system but it was reported that the system could not be used. The user utilized another similar system and used a v5m transducer to continue and complete the procedure. There was no patient adverse event reported. No additional information was provided.